Event description:
It was reported that a bd nexiva¿ closed IV catheter system w/ dual port had a missing clamp on the extension set tubing. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Observations and testing could not be performed because units were not received for investigation of this incident. Investigation conclusion: the defect other/missing component; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system w/ dual port had a missing clamp on the extension set tubing. There was no report of exposure, serious injury or medical intervention.